Event description:
Spore test pack run on 6/9/99. As of 6/10/99 am, the spore had changed color to indicate a positive result. Spore cultured on 6/10/99 without any sign of growth even up to saturday, 6/19/99. No adverse pt outcomes.